Event description:
During a laparoscopic hysterectomy procedure, the device produced a strong noise. The surgeon stopped the action, and after inspection discovered that the distal end of the trocar sleeve in which the device was inserted through was slightly melted and changed its form. There was no patient consequence.